Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was on hospice for heart failure coming into the surgery. The patient had a history of heart failure. The patient was not on any oral opioids, and did not have any oral medications prescribed. During the patient¿s surgery, the patient was given epinephrine as there was something going on with their heart. The surgery ended at 11 am. The pump programming remained exactly the same as the previous pump. Sometime between the end of surgery and the next morning at 5 am, the patient¿s oxygen levels went down, they were unresponsive, and it wasn¿t clear if the patient was actually in respiratory failure so they were given narcan as they thought it may have been opioid related. The patient did not respond significantly to the narcan, so at 5 am the patient¿s pump was turned down to minimum rate. It was determined that the lowered oxygen levels were not opioid or pump related. Sometime after the pump was turned down, the patient experienced a cardiac event and passed away. The death was confirmed to be due to the cardiac event, and the surgeon characterized it as a complication from surgery and the stress on the heart. The pump was not thought to be related to the patient¿s passing.

Manufacturer narrative:
The event was previously reported as an adverse event, upon review of the additional information in the previous report, that designation no longer applied and it was removed. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 1.5mg/ml at 0.5752 mg/day via an implantable pump. The indication for use was non-malignant pain. The patient had a surgery to replace the pump. Sometime after the patient had respiratory failure and received narcan. The patient had a cardiac event later and died. Per the reporter nothing seemed abnormal about pump change. The catheter appeared to be working because of csf (cerebral spinal fluid) aspiration and was reconnected and aspirated again. The drug was transferred from old pump and the same dose administered. A normal full prime done. The patient coded because of respiratory failure many hours after the surgery. It was unknown what may have led or contributed to the issue. With regards to diagnostic/troubleshooting performed and actions/interventions taken it was noted as none.

Manufacturer narrative:
Adverse event is applicable to this event. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). A session data report was provided. The pump's priming bolus was programmed on (B)(6) 2016 at 09:43. The bolus dose of dilaudid was 0.5376 mg with a total prime volume of 0.358 ml (0.199 tubing volume and 0.159 ml catheter volume). The bolus duration was 22 minutes. The reservoir volume as of (B)(6) 2016 at 09:43 was 34 ml. No further additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.